Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via manufacturer representative. Caller was no longer with the patient and hcp, but reporting incident. The hcp was doing the monopolar review with the patient and was at 4.5 where the patient got some pulling and tried to go down and the programming wouldn't respond. The hcp tried to turn the therapy off and they got a system error and was kicked out of the session. The patient was in the fetal position bc stim was stuck at 4.5 with side effects. The hcp finally got in and turned therapy off. Hcp will not turn therapy on again until an engineer has come personally to check on the patient on monday. Rep has the tablet but unsure what the error was because they were just kicked out and just trying to get the stim off. Rep was contacted and emailed the list of logs that should be sent from the tablet. High impedances were observed in logs.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the engineering team came out and ensured everything was ok.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reported that multiple simultaneous commands caused software to crash causing stimulation being stuck at 4.5. Rep reinterrogated device and turned it off and the issue resolved.